Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a saccular 5 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. It was reported that during the evar procedure, it was noted that there were two bumps on the nose cone of the endurant stent graft when prepping the device; the delivery system had already been placed on the wire when the bumps were noticed. A piece of gauze became caught on the bumps. The physician used a scalpel to cut off the bumps, and the device was then used in the patient without issues to complete the case successfully. No clinical sequelae were reported, and the patient is fine.